Event description:
Customer reported a past event involving low blood glucose levels, with the lowest recorded level being 45 mg/dl. Cause was not known. The customer consumed carbohydrates as a treatment. Technical support advised the customer to consult with their healthcare provider to discuss potential factors affecting their blood glucose levels.